Event description:
It was reported that the customer's belt-clip broke when it go caught on his books. The blood glucose reading was 412 mg/dl. The high blood glucose readings were treated with the insulin pump. It was also stated that the customer received high blood glucose readings because the tubing got kinked in his sleep. Nothing futher reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.